Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave an error of cassette attached after some time, and it was tested in the pharmacy with various administration sets. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
D9: date returned of mfg; 1/14/2025 device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint could not be verified through testing or visual inspection. The probable cause for the reported complaint is the inaccurate readings found in the main menu. It was also found the downstream occlusion sensor was reading out of specifications, readings are very low.